Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/27/2014 with the following findings: inspection revealed that the returned battery cap was damaged; this device failure directly caused the reported issue. The returned battery cap was unable to secure to a test pump per the instructions for use (IFU): the reported issue was duplicated. The battery compartment was free of damage. A test battery cap was able to secure to the pump case per the IFU: the pump case condition did not contribute to the reported issue. Unrelated to the reported issue, the battery cap contact height measurements were found to be above the upper specification limit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.